Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the customer received the following results on the aviva system within 10 minutes: 365 mg/dl, 223 mg/dl, 173 mg/dl, 405 mg/dl, and 193 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.